Manufacturer narrative:
This report is filed, march 10, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced inflammation around the abutment site one month post implantation and was prescribed oral antibiotics on (B)(6) 2015 (duration not reported). On (B)(6) 2016 the patient was seen for skin overgrowth at site and had excess tissue excised on that date; the patient was again prescribed oral antibiotics (duration not reported). The implanted device remains.